Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the device was received at service center and evaluated. Per service manual operational and diagnostic analysis confirmed reported issue (fill chamber presenting issue). Removed fluid ingression from inner tubing as identified in the investigation to address the reported issue. Also replaced fms vue eprom to correct beeping noise issue. Replaced left side door assy due to missing magnet. Replaced worn fingers on pressure arm housing (preventive maintenance) with tip replacement kit. Per sb, performed software upgrade to 3.11 and performed cpld version upgraded to 1.7.the repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales rep that before an unspecified surgical procedure, it was observed that the fms vue pump had fill chamber issues. According to the reporter, there were three different tubes that were and did not work. Another device was used to complete surgery. No patient harm or surgery delay. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.